Event description:
It was reported that bd insyte autoguard was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that some are leaking, some get jam and don't retrack. Verbatim: please see the attached document for somes customer returns that came back as defective I need to return for credit. Can you please issue ra's? Please let me know if you need anything else. Thank you, (B)(4) im/nsp vendor rep (B)(4).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial report email address - (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The initial MDR was created in error. It has been identified that the complaint record associated with this MDR is a duplicate record and will be cancelled.